Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one cholangiography catheter was returned for evaluation. Visual inspection of returned sample revealed distal epoxy ring at the tip of catheter was missing. Edge of distal catheter end was straight & even. Additional testing of catheter was performed. A 1.10cc syringe from internal inventory was attached to balloon extension line & 0.60cc of air was injected into inflation lumen; balloon inflated & deflated within three second specification & held volume. Entire catheter was submerged in water & distal lumen was pressurized; bubbles emerged from opening at distal tip of catheter indicating no occlusion of lumen was found. A review of the catheter's device history record showed no manufacturing relationship to the reported event. The potential cause of this defect was not determined, and no other similar product complaints or nonconformances were found for this defect.

Event description:
It was reported by the clinician that the "ring" on the catheter kit fell off and into the pt. The piece was removed and a new kit was opened and used. No further details are available.